Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that non-sustained lead noise episodes were observed via merlin.net transmission. Noise could not be reproduced by isometrics and pocket manipulation. Programming changes were made and the patient will be monitored.